Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he tripped and fell and landed where the device was located. The patient stated he turned the stimulator on and was still feeling the numbness going down the left leg, but stimulation was no longer stopping the pain. The patient wanted to have the device checked to see if it was affected. This was considered a sudden change in therapy/symptoms. The indication for use was spinal pain.